Manufacturer narrative:
Concomitant medical products: 507652ac lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a cardioversion procedure, the patient experienced asystole. Loss of capture was noted on the right ventricular (rv) lead. Rising rv thresholds were also noted. The rv lead remains in use. No further patient complications have been reported as a result of this event.